Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5164322.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation leads. The patient underwent a lead replacement procedure and was recovering in the hospital postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6). The returned leads, model: sc-2317-70, sn: (B)(6) and sn: (B)(6) were analyzed and revealed that both leads were cleanly cut into two pieces at the proximal end. The distal portion of the leads were not returned. This clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical testing could not be performed due to the cut lead body. No other anomalies were identified on the returned portions of the leads. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. Additionally, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the spinal cord stimulation leads. The patient underwent a lead replacement procedure and was recovering in the hospital postoperatively.